Event description:
During a robotic gastric sleeve surgery, noted a foreign body inside abdominal cavity of "o -ring". The item was removed from abdomen -- noted it probably came from the 8 mm cannula seal on device. A portion of cannula seal pulled apart from the seal. This was identified by sales rep in room from davinci. This is a first time incident. These seals are used on every robot case and this has never happened before. The instrument being inserted was the correct size for which the seal was designed.